Manufacturer narrative:
As of 4/15/97, return product has not been received. Bottle was reported to have been opened on 11/14/97. Use-life date expired on 3/14/97 and product expired on 4/1/97. Dsi could not confirm complaint based on retention sample test results. No further investigation possible.

Event description:
The customer reported out of range normal control solution test results with test strips. On 11/14/96, the customer opened the second bottle from a box fo fifty and performed a normal control solution test. The result was 2 mg/dl. The customer immediately called the co's customer support line and, with the representative, performed two back to back normal control solutions tests. The results were 1 and 5 mg/dl versus a normal control solution range of 112-168 mg/dl. The control solution, normal control solution, lot #vg254, expiration 7/97, was opened one week ago and was shaken vigorously before the sample was applied. A check strip test was performed with the representative. The vegorously before the sample was applied. A check strip test was performed with the representative. The result was 79 versus a check strip range of 70-93. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the spare bedroom.